Event description:
It was reported that the insulin pump alarmed button error and had sticking buttons. The customer did not know the blood glucose reading. He stated that he wears the insulin pump in the shower; he was advised against this. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify button keypad anomaly due to blank display.